Manufacturer narrative:
This report is submitted on 13 august 2020.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device. This report is submitted on june 1, 2020.

Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced poor performance, pain and facial nerve stimulation with the device. Reprogramming attempts were made; however, the issue could not be resolved.